Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-2138-30, serial #: (B)(4), description: scs 30 cm iii lead . Model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25 cm. The explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that there was an open contact .it was believed that there was no device issue. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model#: sc-2138-30 serial #: (B)(4) description: scs 30cm iii lead model#: sc-3138-25 serial #: (B)(4) description: scs phiii ext 25cm the explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that there was an open contact .it was believed that there was no device issue. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.